Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and swelling, and exchange from textured to smooth due to concern with the product. Also reported "heart problems" which is not related to the device. Patient reported left side "rupture and 25% of the capsule stuck to the rib cage". The device has been explanted.